Event description:
Following a pre-deployment angiogram, a 6f angio-seal sts plus device was deployed to seal the right femoral arteriotomy site post right and left heart catheterization procedure. During deployment, initially the device deployed well, but resistance was encountered as the physician attempted to pullback the device. Several attempts were made to manipulate the device to allow removal from the pt. The right venous sheath was removed and manual compression was applied. Two milligrams of morphine was given for the discomfort. The pt experienced a vasovagel episode with the blood pressure dropping to 70/60. Intravenous fluids were given and successfully raised the blood pressure and stabilized the pt. Under monitored anesthetic sedation and 1% lidocaine infiltrated at the incision site, an incision was made down to the femoral artery and toward the location of the angio-seal device. The device was found completely outside of the artery, in addition, there was a small hematoma overlying the access site. The anchor end of the device sat in applied, a heparin bolus was given and the femoral artery was clamped proximally and distally; the femoral artery defect the tissues intact. The wound was irrigated with saline and the incision was closed. The pt tolerated the procedure well and recovered. St. Jude medical rep was made aware of the incident 5/05, however, st. Jude medical product surveillance was made aware of the incident 06/05.